Event description:
It was reported that approximately two months post-operatively a patient was revised to address the migration of five everest set screws from the screw head after the final closure. This report captures the fifth of five everest set screws.